Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No excessive no delivery alarm was noted. However, the pump had a cracked case at the display window corner, a broken reservoir tube lip, minor scratched on the lcd window, a cracked case at the reservoir tube window corner, a cracked reservoir tube window, a missing reservoir tube o-ring, and cracked battery tube threads.

Event description:
The customer reported via phone call indicating that the insulin pump had a cracks, casing is missing, black o-ring is missing and damage to the battery compartment. Customer's blood glucose was unknown mg/dl. The customer was advised to discontinue use of the device and revert to a back up plan. Customer was advised that the device would be replaced. And agreed to return product for analysis. The customer also reported that the insulin pump had a no delivery alarm. Customer stated that the alarm was resolved by a complete set change.